Event description:
It was reported that the patient underwent an unspecified surgery where rhbmp-2/acs was placed in the spine. The patient reports that the bone graft is ¿growing every which way. I too having a very difficult time with the pain from bone and nerve inpingment. The thought that I have tropism growing from my back where the prostate cancer left its trail in route of a fresh host pisses me..¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.